Event description:
The customer stated that he was treated for low blood glucose levels by the paramedics. The customer stated that he was asleep, and his breathing woke up his wife. The customer's wife called the paramedics, and they had to resuscitate him. The paramedics wanted to take him to the hospital, but he refused. Troubleshooting was performed, and the insulin pump passed the lead screw test. The customer felt that the insulin pump was not the problem. The customer stated that he has just become more sensitive to insulin, and he didn't have the snack that he normally has, prior to going to bed that night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.